Manufacturer narrative:
The software has not been evaluated as of the date of this report.

Event description:
A medtronic rep reported that during a case the frame moved and the site had to re-register. They had initially completed a tracer registration to get to navigate. When they tried tracer again, it failed 8 times. They brought in a fusion system and were able to register and move forward in the case. There was no impact to the pt.